Event description:
The customer reported a patient was able to start an infusion ommitting the use of flow rate tubing and directly connecting the needle set to the syringe while utilizing the freedomedge syringe driver.